Manufacturer narrative:
Concomitant medical products: 7121 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was ¿sticking out¿ and a ICD revision procedure was required, ¿the doctor put the same device deeper¿. The ICD remains in use. No patient complications have been reported as a result of this event.